Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalized and the current blood glucose level was 146 mg/dl. The customer was assisted with troubleshooting. Customer declined to perform a carelink upload. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip. Customer stated that the insulin pump was alleging insulin pump was under delivery. The insulin pump will not be returned for analysis.